Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The renal arteries were correctly marked on the screen and the bifurcated stent graft delivery system was inserted without complication and advanced. The first three stent rings were deployed without issue with placement of the stent graft at the intended location. The stent graft deployment had been completed to the level of the contralateral gate. The contralateral gate was cannulated and the contralateral limb was implanted, then deployment of the ipsilateral limb was done. It was reported that at the end of the procedure a final picture was taken and the stent graft was found to have covered the renal arteries. The physician does not know at what point that happened, but surmised that this happened sometime between when the first three stent rings were deployed and when the supra-renal stents were deployed. The decision was made to explant the stent grafts. Post explant the patient was producing urine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inaccurate stent graft delivery, arterial occlusion. Stent graft was inaccurately deployed and unintentionally covered the renal arteries. Conclusion: inaccurate stent graft delivery, arterial occlusion. Stent graft was inaccurately deployed and unintentionally covered the renal arteries.